Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a spinal surgical procedure on an unknown date and surgical sealant was used. The surgical sealant was applied over an area that had evidence of scarring and was not smooth skin. Three-days post-operatively, on (B)(6) 2014, the patient was re-admitted to the hospital for a bleeding wound. The surgical sealant did not adhere fully to the skin, allowing some seepage. The continual seepage caused the rest of the surgical sealant to elevate, causing more bloody drainage. The surgical sealant was noted to be adhering to the skin around the incision, but not in the center over the actual incision and some bloody drainage was noted over the incision area. The incision was cleaned with betadine and alcohol, and topical skin adhesive was applied along with an aquacel dressing. The patient was discharged on (B)(6) 2014 and will return for follow-up on (B)(6) 2014. No additional information was provided.